Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron chemistry analyzer generated a false high carbon dioxide (co2) result, but was not reported out of the laboratory. A repeat of the sample produced a lower co2 result which was believed to be correct and was reported out. The results, provided by the customer. Patient treatment was not affected in this event.

Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. The bci hotline had the customer flush the flowcell, prime, recalibrate, run qc, and the issue was resolved. Service was not generated for this event since routine troubleshooting resolved the issue.